Event description:
The hosp staff used the device in an attempt to administer two countershocks to a pt diagnosed in cardiac arrest. During the second shock attempt, the device allegedly took an excessive amount of time to charge to the selected energy. After a full charge was reached, the operator allegedly saw an arc or a flash from the apex paddle just prior to placing the paddles on the pt's chest. A backup defibrillator was immediately obtained and used for the remainder of the code with no other problems reported. The pt was not resuscitated. The hosp nursing director indicated the device did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.